Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6) 2022. The blood glucose reading was 47 mg/dl. The current blood glucose was 104 mg/dl. The insulin pump had a blank display. The display did return after pump restart. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. The customer will continue to use the product.

Manufacturer narrative:
Retainer ring: black. Customer returned device for an alleged blank display and low bg's found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked corner of belt clip rails, and minor scratches on lcd window. In summary, customer allegation for blank display was not confirmed. Unable to confirm low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.